Event description:
The customer reported that their central nurse's station (cns) started displaying communication loss after uninterruptible power supply (ups) failure. No harm or injury was reported.

Manufacturer narrative:
Details of complaint: the customer reported that their central nurse's station (cns) started displaying communication loss after uninterruptible power supply (ups) failure. No patient harm or injury was reported. Investigation summary: the available information reasonably suggests the root cause is power loss to the ups. The customer acknowledged finding the ups powered off. They turned powered it on and noted the comm loss on bsm 1700s. Technical support (ts) noted the bsm 1700s were not connected to their block as a result, which caused the reported issue. The biomedical engineer arrived at the scene and planned to return the call. However no further details were provided. Review of serial number history found no recurrence of issue. Additional information: b4 date of this report. D8 was this device serviced by a third party? G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type? H6 event problem and evaluation codes. H10 additional manufacturer narrative.

Manufacturer narrative:
The customer reported that their central nurse's station (cns) started displaying communication loss after uninterruptible power supply (ups) failure. No harm or injury was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional model information: a ups was used in conjunction with the cns, and is not the devices that experienced failure. Attempts to obtain the following information were made, but not provided: ups - model: ni, s/n: ni. Approximate age of the device: ni. No serial number was provided, so the age of the device is unknown. Device manufacturer date: ni, unique identifier (UDI) #: ni. The following fields contain no information (ni), as attempts to obtain information were made but not provided: email address.

Event description:
The customer reported that their central nurse's station (cns) started displaying communication loss after uninterruptible power supply (ups) failure. No harm or injury was reported.